Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed the lag screwdriver to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 3 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The deformed and damaged pegs and inner rod thread are a result of an inadequate usage and too high torsion forces during lag screw insertion or extraction. A pre-damaging of the instruments in prior surgeries could not be excluded. The needed torsion force to insert a lag screw with the screwdriver is revealed in the dhf (approx. 7nm) and an internal lab test confirmed that this needed force is definitely reached (<40nm, lab test# (B)(4)). Furthermore additional methods are available to extract the lag screw without the lag screwdriver. The methods are described in brochure# (B)(4), ¿extraction set.¿ no discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It was reported that the wire portion of inserter bent upon insertion when doctor tried to take out the lag screw. Rep had a back up.

Event description:
It was reported that the wire portion of inserter bent upon insertion when doctor tried to take out the lag screw. Rep had a back up.